Event description:
Gomco clamp tightened to bell and noted seal not tight. Removing foreskin and bell separated from the clamp. A portion of foreskin remained attached. Removed with #10 blade. Pressure applied to control bleeding. Required two sutures.